Event description:
There was an allegation of questionable elecsys total psa immunoassay ver.2 results for 1 patient sample on a cobas e 801 module. The initial total psa result was 29.4 ng/ml. The repeat results were 4.92 ng/ml and 5.25 ng/ml. The initial result was not reported outside of the laboratory. The reagent lot is 65212701 and the expiration date is 31-dec-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.